Event description:
Info received indicates the casters partially swivel when the brake is engaged.

Manufacturer narrative:
The tech found the casters were worn. The tech replaced the casters to repair the bed.